Manufacturer narrative:
Concomitant: product ID 37714, serial# (B)(4), implanted: 2014-(B)(6), product type implantable neurostimulator. Product ID 7495-51, serial# (B)(4), implanted: 1996-(B)(6), product type extension. Product ID 74001, lot# n395083, implanted: 2014-(B)(6), product type adapter. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 3487a-56, lot# l37600, implanted: 1996-(B)(6), product type lead, product ID 74001, lot# n312061, implanted: 2012-(B)(6), product type adapter, product ID 3487a, lot# l38988, implanted: 1996-(B)(6), product type lead. Product ID 7495-51, serial# (B)(4), implanted: 1996-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation with the patient programmer (pp) on either implantable neurostimulator (ins). It was recommended that the patient charge the ins. The patient was not feeling stimulation. After troubleshooting with the pp, she was seeing the low battery icon on her pp for her ins. It was noted that the patient had two inss, one for her upper body and one for her lower body. Her upper ins was replaced ¿with 9 years battery recently.¿ she had some assistance with charging her new implant. It was noted that there was a fall in 2013-(B)(6) and around the end of that month she tried to increase stimulation on her lower ins but it was not working. Since the fall she was not able to increase stimulation on the lower part. Since the fall the lower ins was not working and she was in a lot of pain in the entire body. Since the fall the pain would get unbearable and at night she would get numbness in the legs and it went down to the feet. She could not stand or sit or drive. The patient went to physical therapy and had not done anything to the lower back. She spoke with her healthcare provider (hcp) in dec regarding the lower ins, but during that time they were trying to replace the upper ins, which had now been replaced and was fine. It was noted that the ins was fully charged and the patient wanted help with her pp. The patient was in contact with her hcp about stimulation but currently she thought she should not have to suffer because her mechanism was not working inside for her. It was clarified that the new implant that covered the upper body had no problems but the 2012 implant that covered the lower body had not worked since the fall in 2013. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. (B)(4).

Event description:
Additional information received reported the patient hadn&#38176;changed since falling in (B)(6). The patient claimed the device had not been working since the fall in (B)(6) 2013. The patient had a battery replacement in september and there were not any problems with that device or therapy. The manufacturer representative was going to set up an appointment with the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were telemetry issues. When the manufacturing representative (rep) met with the patient, they performed a manufacturing representative (rep), but the rep was notified today that the battery was not pulled out of the overdischarge with those pmrs. The patient noticed a change in stimulation at the time of the fall in (B)(6) 2013, and the rep wanted to know how to proceed, if they should attempt pmrs or replace the stimulator. They were advised to an overdischarge lasting more than one year might take many pmr's and they should consult with the doctor to determine course of action. It was later reported that the repo spoke with the doctor and he might revise the battery, but they had not spoken to the patient yet.

Event description:
Additional information received reported that the lower implantable neurostimulator (ins) was ¿completely gone.¿ it was noted that the patient received a new patient programmer (pp) for the lower ins.